Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with high ventricular rate episodes showing intermittent oversensing of noise on the right ventricular lead. The noise could not be reproduced in clinic with isometrics. Sensing, capture and lead impedance were normal when the lead was tested in clinic. The device was reprogrammed.